Event description:
Received a report from a consumer's husband indicating his wife required medical assitance to remove a piece of a tampon pledget that had separated and remained behind during removal of the tampon. Reporter advised the remaining piece was removed without incident, and his wife has fully recovered.

Manufacturer narrative:
Verbally advised lot code information provided by the reporter has been sent to quality assurance for investigation. We await the results. We have requested and await the consumer's return of product for evaluation.